Event description:
Reporter indicated surgery to replace the vns is still likely, but a surgery date has not been set to date. It is possible the patient may be implanted with a new vns on the right side, as opposed to the left where the vns is now located.

Event description:
Reporter indicated a patient had high lead impedance >10,000 ohms with vns diagnostics testing which was noted on (B)(6) 2012, at a routine office visit. No patient trauma was reported. The patient was also having increased seizures, but no pain. X-rays were reviewed by the manufacturer. An obvious lead break was not seen, but there is a suspicious "pinched area" noted superior to the left clavicle. The vns lead pin is fully inserted, ruling out a lead insertion issue and making a lead fracture the more likely scenario. The plan of care is to disable the vns and seek a surgical evaluation and possible surgery to replace the vns. The patient's seizures are increased above pre-vns baseline level, and this is felt to be due to the high impedance preventing vns therapy. It was not known if more than one seizure type was increased per the reporter. Surgery appears likely, but has not occurred to date.

Manufacturer narrative:
Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.

Event description:
Additional information was received stating that the vns patient's device had been permanently disabled and that surgery was no longer being pursued.

Event description:
Additional information was received that the vns patient was planning to have his device removed as it was no longer being used due to the high impedance. No additional relevant information has been obtained to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected.